Event description:
It was reported, that before surgery. The sound of electric dermatome motor was lazy, user felt that there is not enough power. Screws were worn and screwdriver is dull. There was no patient involvement. No adverse events were reported as a result of this malfunction. Due diligence is complete. And there is no additional info.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under cmp- (B)(4). A follow up/final report will be submitted, once investigation is complete. G2: foreign country - finland. If any further information is found, which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional event information available.

Manufacturer narrative:
Review of the most recent repair record determined the motor speed was unstable, screws were worn, and the screwdriver tip was damaged. The unit has not been repaired as the repair site is awaiting material. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.